Event description:
It was reported by a surgeon's office that a vns pt was explanted of vns generator and lead due to "uncontrolled firing." The pt was not re-implanted and it is unk if the surgery was performed to preclude a serious injury. Follow up with the treating neurologist resulted unsuccessful as pt's consent was required for release of info. The explanted generator and lead were returned to the manufacturer and are currently undergoing product analysis.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.